Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix bent inside the sleeve head. Therefore, no helix function test possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the lead would not extend fully when placing the lead. The lead was repositioned multiple times. The lead was removed from the body and attempted to extend/retract the helix with no success. It was noted that the access was very tight. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.